Manufacturer narrative:
The reported event involving unregulated flow could not be confirmed. Source device was not returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that after the ICU rn completed priming the tubing set with insulin, it was noted that the insulin continued to flow despite the fact that it has been placed into the pump with the blue safety clamp initiated. There was no patient involvement as the tubing set had not been attached to the patient prior to the occurrence of the unregulated flow of the insulin.